Event description:
On (B)(6) 2013 the patient¿s mother contacted animas and alleged the following: about three months ago, her son awoke with high blood glucose(bg) and large ketones. Mom does not remember the bg value, but she gave injections to cover high bg, took her son off the pump at that time, and did not report incident to animas. Patient has been on injections since then. Mom reports that son complained pump emitted loss of prime alarms frequently. Mom states son has add, is very active, is frequently bumping and using force with pump, and subjecting pump to sudden changes in temperature. Customer support (cs) informed mom both bumping and force can cause loss of primes. Mom does not have a battery in the pump to troubleshoot at this time, but states they were filling the cartridges with insulin from the refrigerator. Cs educated mom on how to use cartridge per IFU and on pump cases available to protect against changes in force. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: "pump not primed" warnings observed in the black box force readings do not reach zero. Daily insulin delivery totals correctly reflected the user's programmed basal rates.. Black box shows pump was without power following a low battery warning at 7:56 pm, (B)(6) 2013 until 10:10 pm, (B)(6) 2013 the pump was opened and no damage was found to the force sensor circuit. Unable to perform all testing steps for prime issue due to damaged keypad which could not be repaired. No conclusion can be made. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.